Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: olympus could not identify the foreign material. Olympus could not conclusively specify the root cause of the foreign material remained in the device. Olympus were uncertain whether the user conducted reprocessing in accordance with instruction for use (IFU) or not. However, the foreign material possibly remained in the device due to physical damage of the device from the provided information. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited the nozzle had foreign objects. There was no patient involvement.